Event description:
Upon attempting to place the biliary tube, the wire guide separated. A 6-7mm segment of the wire remained in the pt's liver. Physician believed the segment would not cause the pt any harm.